Event description:
Reporter alleged obtaining the results of 360 mg/dl on the compact plus system prior to passing out. Reporter stated that an ambulance was called, arrived 15-20 minutes later, and treated her in an unspecified way after obtaining the results of 59 mg/dl, 60 mg/dl and 30 mg/dl on their system. No other actions were reported taken or treatment received. No adverse event reported as there was not a delay in treatment due to the 360 mg/dl result. A request was made for the return of the affected product. Reporter stated that the drum of strips used were discarded, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.